Event description:
It was reported that the patient experienced weakness in their arm while waiting to be discharged after an implantable neurostimulator (ins) replacement surgery. The patient was admitted to the hospital for further testing and was to be examined for a potential stroke. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3387s-40, lot# v383702, implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported the patient was doing well after being discharged from the clinic.